Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated, nor could a magnet rate be obtained. As a result the device was explanted and upgraded device was successfully implanted without incident. To date, no additional adverse patient effects have been reported.